Event description:
During an incident in a foreign country, on an unk date involving an unk pt, this defibrillator prompted "check electrodes" during pt treatment. No additional incident or pt info was given.

Manufacturer narrative:
The returned defibrillator was tested and intermittent "check electrodes" prompts were found to be caused by a bad connection due to oxidation on the cable plug. The plug was replaced and proper operation of the defibrillator for pt treatment was verified. The hs3000 operating instructions explain the "check electrodes" prompt and what to do should it be experienced. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving info relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.